Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was revealed that the patient's right ventricular lead exhibited far p-wave over-sensing resulting in inappropriate anti-tachycardia pacing (atp). The physician elected to explant and replace the patient's right ventricular and atrial leads. There were no patient consequences.